Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus express2 stent was damaged. This procedure was performed to implant another stent into the lesion immediately distal to a 3.0x16mm taxus liberte stent previously implanted. The 2.5x24mm taxus express2 stent was advanced into the target lesion after predilation. Resistance was felt while attempting to cross the lesion and the device was retracted proximally. The physician attempted to advance the device again; however, the device was still unable to cross the lesion. When the device was removed from the pt's body, it was noted that the stent was damaged proximally. The procedure was continued and completed with another MFR's 2.5x24mm drug eluting stent. There were no pt injuries and the pt was reported to be "good".

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.